Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(6) alleging that their onetouch verioiq meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began one week prior to contacting lfs. The patient reported obtaining a blood glucose reading of ¿4.8mmol/l¿ on the subject meter and ¿2.8mmol/l¿ on a onetouch ultra meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. It is unknown how the patient manages their diabetes. The patient reported developing symptoms of ¿shaking and sweaty¿ but was unable to confirm if these symptoms occurred before or after the start of the alleged inaccuracy. The patient reported treating these symptoms by continuing their ¿usual sugar intake¿. The customer was unable or unwilling to provide any further details. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient may have developed serious symptoms associated with hypoglycemia after the alleged inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Incident description updated to clarify adverse event.

Manufacturer narrative:
The patient¿s meter and test strips have been returned on 3/26/2015 and 3/11/2015, respectively, and evaluated by lifescan product analysis on 4/6/2015 and 3/31/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. A DHR (device history record) was completed on 04/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of ¿4.8mmol/l¿ with the subject meter and ¿2.8mmol/l¿ on a onetouch ultra meter performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.